Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 4076 implantable pacing lead (B)(6) 2005, 4194 implantable pacing lead (B)(6) 2005, t50525h tissue valve (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.